Event description:
It was reported that a 23mm 3300tfx valve in the aortic position underwent a valve-in-valve procedure after an implant duration of 7 years, 7 months due to stenosis. The patient presented with dyspnea and fatigue. The tavr was performed with a 23mm 9755rsl transcatheter valve.

Manufacturer narrative:
H11: additional manufacturer narrative: the investigation is still in progress; therefore, a conclusion has yet to be established. A supplemental report will be submitted accordingly upon investigation completion.

Manufacturer narrative:
H11: additional manufacturer narrative: updated: b4, d4, g3, g6, h2, h4, h6. The device history record (DHR) review was completed and this device passed all manufacturing and sterilization inspections prior to release for distribution. There is no evidence to support that a design/ manufacturing defect has potentially contributed to the complaint.